Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine and o-ring were replaced to resolve the reported issue.

Event description:
The hospital reported high concentration of agent output. There was no report of patient involvement.

Event description:
The hospital reported an over delivery of pressure. There was no report of patient involvement.